Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' son reported via phone call that there in emergency room for high blood glucose on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. Which was treated with manual injection. Customer current blood glucose was 303 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer stated that insulin pump was not rewinding. The insulin pump will not be returned for analysis.